Event description:
The account reported that the electrosurgical unit (esu/generator) was involved in a pt incident. The esu was used in a coloscopy for a polypectomy. The settings were endocut mode q at effect 3, duration 1, and interval 4. After the procedure, the pt went home, but later returned to the emergency room. A perforation was discovered, and surgery was performed to address the situation. However, the pt had difficulty recovering.

Manufacturer narrative:
The esu and footswitch were returned and thoroughly evaluated. The generator was found to be functioning as intended. Specifically, a technical safety check was performed on the unit. This included an electrical safety check, a function check of each of the equipment's features, and a power output check. All features were/are functioning properly within specifications on the esu. The footswitch was also evaluated and found to be working as intended. In addition, no anomalies were found in the device history records (dhrs). In conclusion, no equipment problem was found that would have caused or attributed to the event (note: then unrelated to the reported incident, some routine service/upgrade work was performed on the generator). Most likely there were many factors involved in the reported event. However, it appears that upon removing a polyp, the remaining bowel wall was not sufficient to remain intact in the thin walled area of the cecum. Nonetheless, no conclusive determination could be made as to the cause of the incident. The involved medical personnel are being made aware of the findings. To further address the issue, additional in-service work will be offered to the medical staff at the hospital. No trends have been identified with this incident. Erbe USA, inc. Is now closing the file on this event.